Event description:
The pt had two leads with the same lot number. It was reported the pt's trial leads were pulled on the same day as the implant. The first lead was removed during the implant procedure because the pt stated it was causing pain. The second lead was removed after the pt was moved to recovery. In recovery, pt reported the remaining lead was causing pain, and she didn't like the sensation of stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.